Event description:
Reported alleged blood glucose measured 551 mg/dl back to back with a result of 202 mg/dl when performed within a few minutes of each other. No actions or treatment resulted reportedly. A request was made for the return of the suspect device, and replacement product was sent.